Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker device is suspected of exhibiting a premature battery depletion. The physician reported that the battery longevity has decreased by five years five months, over a two year, five month time span. A technical service (ts) consultant reviewed the available device data, advising the power consumption is stable and depleting normally. Ts noted a high rate atrial sensing, which can increase the power consumption. The device remains implanted. No adverse patient effects were reported.